Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 859529 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
Same case as manufacturer's report # 6000089-2007-00035. Tap. It was reported that 99 days after implantation of a 3.0x32mm and a 2.75x28mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the mid and proximal left anterior descending artery (lad). A pre-intervention stenosis was not reported. Intravascular ultrasonography (ivus) was performed on the lad. The mid lad was then dilated with a 2.5x15mm maverick balloon inflated to 6-12 atm. A 2.75x28mm taxus stent was deployed at 9 atm for 30 seconds in the mid lad. A 3.0x32mm taxus stent was then deployed at 12 atm for 30 seconds in the proximal lad, subsequently ivus was repeated. It was not reported that the lesions were post-dilated. A post-intervention residual stenosis was not reported. The pt received heparin, verapamil, and intracoronary nitroglycerin during the procedure; a nitro-patch, plavix, and aspirin after the procedure. The pt's condition was noted to be "stable" at the conclusion of the procedure. No complications were reported. The patient presented 99 days after the initial procedure with "chest pain" and a 60-90% in-stent restenosis in the lad. Ivus was performed. A 2.5x28mm non-boston scientific stent was deployed at 12 atm in the mid lad. The stent was post-dilated with a 2.75x20mm quantum balloon. A 3.0x28mm non-boston scientific stent was deployed at 12 atm in the proximal lad. The stent was post-dilated with 3.0x20mm and 3.5x8mm quantum balloons. A post-intervention residual stenosis was not reported. The pt rec'd lovenox prior to the procedure; heparin, integrilin, and intracoronary nitroglycerin during the procedure. Plavix was administered to the pt after the procedure. The pt was noted to be "stable" after the procedure. No complications were reported.